Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a trial patient. It was reported that the patient was not feeling stimulation since yesterday, (B)(6) 2016. She was seeing "settings not available" screen today, (B)(6) 2016. Therapy was verified to be on and the situation was not resolved. She called the doctor's office and called a manufacturing representative (rep). The patient already tried to decrease stimulation down to zero and then increase but that was not effective. When she increased stimulation she would get to 6.4 and would see the "settings not available" screen. Troubleshooting was tried with the patient but she was still not feeling stimulation. She switched from the left to the right but was still not feeling stimulation. The change in therapy/symptoms was considered sudden. The rep later reported that the patient had been taken care of. She felt a greater than 50% improvement from base line symptoms. The rep reported that the lead wire was migrated from the patient movement, which ended stimulation. This was due to patient mobility. The wire was removed by the doctor and moving forward with implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.